Event description:
The patient contacted animas on (B)(6) 2014 reporting that their blood glucose (bg) was 487mg/dl with vomiting and chest pain. The patient treated with 10units via syringe and one hour later their bg was at 387mg/dl and treated with an additional 10units. The patient changed ifs site and there was no issue with ifs site or cannula. Customer support (cs) reviewed the pump and all settings were correct. Cs confirmed that the pump was functioning normally. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and histories for issue on (B)(4) 2014 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.